Event description:
Download data revealed that a (B)(6) male patient was receiving a service code 206. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 206) has been confirmed. Flag data from the monitor showed that the monitor was intermittently displaying a service code 206. The cause of the service code on as an md5 flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered on the flash memory chips. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The patient received a replacement monitor.